Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No paired sgs with any bgs in this timeframe - unable to compute bias/ard. Carelink investigation cannot be performed. Sensor carelink additional investigation was performed for the sensor updating/sg not available issue. Carelink data indicates glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this sensor updating/sg not available issue is considered not confirmed. Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Calibration not accepted because there is no isig from sensor. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor performance contributed to the cal error/ calibration not accepted issue. Sensor carelink additional investigation was not performed for the unexpected suspend [low sg] issue. Reason for report code not in scope of analysis. Carelink investigation is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose value, unexpected suspend [low sg]. The customer mentioned insulin delivery was suspended due to sensor glucose versus blood glucose difference. The sensor glucose value that triggered the suspend on low/suspend before low event was 50 mg/dl. The blood glucose value that triggered the was 128 mg/dl. The customer reported no adverse event. The customer reported no adverse event. The event involved product(s) mmt-7040a. Customer received a sensor updating alert. Customer received a calibration not accepted alert. Customer was advised to replace sensor as behavior has been occurring longer than 3 hours. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.